Event description:
Patient with an abbott (thoratec corporation) heartmate iii left ventricular assist device (lvad) was on the phone with vad coordinator for the weekly phone call. When asked the patient to read his lvad numbers off the controller, the display screen was blank and did not display anything. Patient performed the self test and after doing so, the screen never went back to normal. Patient was instructed to come into the hospital so logfiles could be sent to abbott for further guidance and instruction. Abbott provided the summary of: "is the controller screen showing any pump parameters? If not the controller should be swapped out if the patient is able." No other unusual events recorded in the logfile event history. ((B)(4) was the malfunctioning controller) controller exchange was performed and new controller is performing as intended.